Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred. Additionally, it was reported that a cartridge alarm occurred during the load sequence with a cartridge. Customer¿s blood glucose level was 280 mg/dl. Customer reverted to an alternate method of insulin therapy.